Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. Voltage test was performed and device failed. Share data log was unavailable for review. The customer complaint confirmation is undetermined because the transmitter has no share log data available. The root cause could not be determined due to a discharged transmitter battery.